Event description:
It was reported the device issued a warning that a reset had occurred. A firmware upgrade was performed after which no electrical anomalies or error messages were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.